Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed: "general surgeon - gallbladder procedure - caller was not 100% sure". Per (B)(4) - "two metal pieces separated, caused the retrieval bag to shred. Prongs poked through the bag. Two pieces of metal cut through bag - but the bag didn't fully fall off the prongs." Per operating room staff- "bag was inside the patient, two pieces of metal split in two and cut the bag in two. No fragmentation. Just sliced through the bag. Able to remove and use a second unit." Additional information received (B)(6) 2016: the customer did not retract the actuator/plunger prior to full deployment. Bag split when it was deployed towards end of case to retrieve specimen. No pictures were taken and they have thrown the product away. They used a second unit, cd003 and they had no problems with it. Patient status - "no injury." Type of intervention: "able to remove from patient. Weren't able to use the device and had to use a second."

Manufacturer narrative:
Further additional information was requested but not provided. The event unit was not returned for evaluation. In the absence of the subject device it is difficult to determine the exact root cause of the support prongs poking through the tissue bag. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. During the bag assembly process all of the bags and seals are inspected for non-conformances. The root cause of the event could not be confirmed. The hazard analysis was reviewed and determined that the risk associated with this incident is acceptable and the risk level remain the same. No corrective actions are warranted. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.